Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Microscopic inspection revealed a pinhole, directly over the proximal markerband. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is 14atm. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: MDR ID# 2134265-2016-04694. It was reported that balloon rupture occurred. The target lesion was located in the plantar arch. A 2mm x 30mm x 143cm coyote¿ es balloon catheter was advanced to pre-dilate the lesion. However, during the first inflation at 8 atmospheres, the balloon ruptured. Subsequently, another 2mm x 30mm x 143cm coyote¿ es balloon catheter was advanced and inflated at 8 atmospheres for 1 minute, but the balloon got detached from the shaft. No actions were taken as a result of the detached balloon. The patient had permanent impairment of a body function but patient's status remained stable.

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported the detached balloon was inflated to 8atms for 1 minute; however, it was further reported that the balloon was inflated once at about 1.5 atmospheres for 30 seconds. The distal portion of the device including the entire balloon and the tip was detached and remains in the arterial plantar artery. It was previously reported the patient had a permanent impairment of a body function; however, it was further reported that the patient did not have a permanent impairment of a body function. There have been no patient complications reported.